Manufacturer narrative:
The device was examined and subjected to full functional testing as noted in the procedure. The device was attached to a forcetriad energy platform and passed all function testing. There were no observed damage, cracks or separation of the handle or any other part of the device. The device history record was reviewed and no defects or issues related to the procedures related to the device and complaint were found during the investigation. Unable to duplicate or confirm the account's report of the device being defective.

Event description:
The device failed in its sealing function during surgery, resulting in blood loss.